Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that upon this patient cardiac resynchronization therapy defibrillator system implant procedure, a lead conductor fracture was suspected in this left ventricular (lv) lead. This was suspected as several other issues were noticed such as high out-of-range pacing impedance measurements of over 3000 ohms, noise, oversensing, pacing inhibition and loss of capture. Subsequently, this lv lead was replaced and the implant procedure was completed successfully. This lv lead is not expected to be returned for analysis and no adverse patient effects were reported.